Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1pcc9, implanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that hcp reported the lead migrated and the patient (pt) lost therapy. Caller reports the doctor removed the lead and ins on (B)(6) 2021. Doctor implanted new system. Hcp called technical services (ts) because she wants to send the old system back for analysis. Ts asked but caller did not know why the lead migrated. It was reported that during removal the lead was visualized and had a big curve in the right s3 foramen. The curve went in acute angle laterally in the foramen. Images of the lead were taken. It was noted that the lead had migrated way far lateral reaching the level of the hip joint. The surgeon was not comfortable chasing the lead as it was deep in the foramen. It was noted the lead had been neatly dissected and part of the lead had been removed. A new lead was successfully placed. [Relevant medical history: refractory urinary urgency, frequency and urge urinary incontinence with failed multiple medications and behavior modifications and marked improvement with implant]

Manufacturer narrative:
H3 analysis of the returned ins (B)(6) revealed that it passed functional testing. Analysis of the returned lead va1pcc9 revealed that the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.